Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/13/2014 with the following findings: during investigation, the battery compartment was found to be cracked at the opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten to the pump. There was no loss of power observed. There was evidence of corrosion in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was opened and no evidence of moisture damage was found on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.